Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop with no audible alarm.this event was reported to have occurred during clinical use. It was further reported that the ventilator was swapped out for another without further incident. There was no allegation of harm associated with this report.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The main printed circuit board was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the oxygen regulator assembly did not reveal any signs of damage or contamination. During testing of this component with a test ventilator, the test vent booted successfully into diagnostic mode, passed an extended self-test three times without any failures. It successfully delivered breaths, and cycling the power did not produce any failures. The remote alarm remained constant during the alarm state, and the remote alarm shut down successfully when the alarm state was removed. During extended testing, the test vent delivered breaths and did not generate any errors.